Manufacturer narrative:
H.6. Investigation summary: bd received a q-syte closed luer access device from lot 8243562 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. A quality engineer visually inspected the returned unit and observed no physical/mechanical damage to any of the components. Next, a flow rate test was performed on the returned unit and water was seen flowing freely into and out of the unit. There were no obstructions observed and the unit was found to be within product specifications. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defect was observed during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see section h.10.

Event description:
It was reported that 3 bd q-syte¿ luer access split-septum stand-alone device connectors had occluded flow after connecting with the transfusion set for priming, and the connectors were replaced as a result. The following information was provided by the initial reporter, translated from chinese to english: "the nursehead noticed that three connectors were with flow occluded after connected with the transfusion set for priming. The issue was resolved after the connectors were replaced"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd q-syte¿ luer access split-septum stand-alone device connectors had occluded flow after connecting with the transfusion set for priming, and the connectors were replaced as a result. The following information was provided by the initial reporter, translated from chinese to english: "the head nurse noticed that three connectors were with flow occluded after connected with the transfusion set for priming. The issue was resolved after the connectors were replaced".